Manufacturer narrative:
Evaluation summary: analysis results determined that the driver was returned with the cable causing the vacuum to not work when the on/vac switch is toggled. The driver was repaired, cleaned, and then reassembled per design specifications, tested, and functioned properly.

Event description:
It was reported that during a breast biopsy, the manual vacuum button would not activate when toggled. The physician was able to retrieve adequate specimens, but was unable to dry tap the biopsy site. The case was completed with enough samples to send to pathology for a diagnosis. There was no pt consequence reported. Device was returned for service.